Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the return electrode was not made available for an evaluation.). A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. A review of the chronological data revealed that the unit displayed b1 error code indicating the maximum activation time had been exceeded. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported information, there are many possible cause(s) for the incident as follows: 1. The burn may have been chemically induced and not thermal. 2. The generator's neutral electrode setting may not have been ideal to ensure proper dispersion of the electrical current. 3. The return electrode's contact with the patient's skin was not complete, its orientation was not proper, or the electrode was defective, 4. Due to excessive and continual activation, there was a builded-up of heat under/around the pad (i.e., there was not enough time between activations for the area to be cooled-off.). In conclusion, no definitive determination could be made as to the cause(s) of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a surgery to excise a seroma on the left side of the abdomen with the electrosurgical unit (esu/generator). The esu was used with another manufacturer's (asmuth) split return electrode (part number asne02). The return electrode (also referred to as a grounding pad or patient plate) appears to have been placed on the right arm/upper shoulder, with the split line perpendicular to the upper arm, of the patient. The unit settings were a cut mode, effect 5, 100 watts. Upon the procedure, a "leading edge" burn was found at the pad site. A two (2) week old photograph showed an encrusted skin lesion in the shape of the electrode's edge. The necrosis was approximately 6 cm x 1 cm. A dry gauze was placed over the burn/necrosis (note: no surgical intervention was necessary to address the issue.).